Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe. Because the ultrasound probe would not rotate, the ultrasound image was not displayed. There was no patient involved.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the gap between acoustic lens and ultrasound probe and why the ultrasonic probe does not rotate, and no image is displayed could not be determined. Olympus will continue to monitor field performance for this device.